Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 32mm-38mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 2.75mm-3.0mm in diameter left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 7fr guide catheter was placed and a 20x20mm non bsc balloon catheter was used for predilation of the lesion. Then a 3.00x38mm promus element long stent was advanced to the lesion however it was noted that the stent was deformed. The device was removed and the procedure was completed using another of the same device. A 3.0x15mm quantum balloon catheter was then used for post dilation. No patient complications were reported and the patient's status was stable.